Manufacturer narrative:
Product will not be returned as it is still in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. No replacement interval calculation performed. The fault code 1003 is suspected to be a false positive caused by the increase in power consumption due to patient's condition. The device should have a normal elective replacement interval to end of life replacement interval. No adverse patient effects were reported.

Manufacturer narrative:
Product will not be returned as it is still in service. Subsequently, the product was returned. The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. No replacement interval calculation performed. The code 1003 is suspected to be a false positive caused by the increase in power consumption due to patient's condition. The device should have a normal elective replacement interval to end of life replacement interval. No adverse patient effects were reported. Subsequently, the ICD was replaced due to normal battery depletion and returned for product analysis.